Event description:
It was reported by the patient's friend that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply was out of specification due to low output. The monitor was unable to power up due to the power supply.